Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room and get hospitalized due to high blood glucose level on (B)(6) 2021. Customer's blood glucose level was over 900 mg/dl. Customer declined to check air bubbles and leak. Customer was alleging insulin pump for under delivering because customer did bolus still had high blood glucose level. Customer had blood glucose level of 600 mg/dl. Customer stated that the insulin pump passed displacement test. The insulin pump will not be returned for analysis.